Event description:
It was reported that during testing in january 2004 and march 2004, it was seen that impedances were climbing, but all electrodes were functioning ok. This occurence also in may 2004. In november of 2004,impedance reading on electrodes 6,10 and 12 were hi. During testing on march 30,2005 it was seen that impedance reading on electrodes 4-12 showed hi and were climbing on electrodes 1-3.